Event description:
Patient had his second miradry treatment in (B)(6) 2021. He had his previous first treatment (B)(6) 2021 with us without any complication. Patient stated he has a bilateral discharge from both armpits. They are small areas which discharge red liquid. Swabs are (B)(6). Patient was given 2 courses of antibiotics from physician and clindamycin gel and doxycycline oral. The physician opened up the lymphocele on both armpits. The left was successful, and the physician packed it and kept changing the dressing every 2 days, the physician did not put a dressing in the left armpit for a week and the patient says there is a little leak. On the right side it is a 0.5 cm deep hole with it extending laterally 2 cm. The physician packed it but the customer says it hurts once it is in there. The physician is packing with curity antimicrobial packing strips.